Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed. If additional relevant information is received, a supplemental report will be filed.

Event description:
A customer contacted global technical service (gts) regarding air in the tubing on the homechoice (hc) during initial drain. There was nothing found during troubleshooting that would cause or contribute to the air. Therapy was completed with new supplies. There was no serious injury or medical intervention reported.